Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead could not be fixed at the right position after several attempts. The lead was replaced. There were no adverse consequences to the patient as a result of this event. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.